Event description:
New information received indicates that the device was explanted and replaced due to end of life. The patient condition was unknown.

Manufacturer narrative:
The reported event of interrogation anomaly was confirmed. The device was unable to communicate upon receipt due to a depleted battery. Electrical testing confirmed high current drain from the hybrid. The cause of communication anomaly was due to a depleted battery as a result of high current draw in the hybrid. The cause of high current was due to a hybrid anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received indicates that the device exhibited premature battery depletion. It was reported the device was subject to the ble malfunction action issued by abbott on 16 august 2023. The patient was stable.

Event description:
It was reported that the patient presented in clinic for a follow up and the implantable cardioverter defibrillator (ICD) device could not be interrogated or connected to wand telemetry. The patient was moved to a different room, but telemetry still could not be established. Trouble shooting was performed. The patient was to present in clinic for additional follow up to interrogate with a new programmer and wand but did not present for their follow up appointment. The patient was stable during the visit in clinic.